Event description:
The metrix company received a report from a user facility regrading the occurrence of leak on a 250 ml eva bag . The leak was noted by an end user. Metrix's customer supplied the following details: "pt on milrinone cont. Pt daughter visited to change the bag and reported that pump was alarming and bag was empty. The pouch was totally wet. Pt daughter thinks bag was empty for approx 3 hrs. The bag was 250ml eva bag 66045/a5338-fo lot a4999 exp 9/21. The daughter threw the bag out when she changed it. The pump works fine. Pt is fine." As the end user discarded the bag, it was not available for evaluation. A review of the device history record for the lot in question shows no manufacturing nor quality issues. No similar complaints have been received for the 250 ml eva bag. At this time metrix is unable to confirm whether the bag itself was leaking or if the leak was related to the administration set or user error.